Event description:
It was reported by service report that the head-end lift was stuck in a high height position and would not go down, and the footboard had intermittent power. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty footboard connector cable.